Event description:
It was reported that an unexpected decrease of the remaining battery charge was observed. Device currently remains implanted. Should additional information be received, this file will be updated.